Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance of the oer-4 endoscope reprocessor, the air filter could not be removed. That same day, the peripheral parts of the air filter were replaced and at that time the air filter was removed and replaced with a new filter. There was no patient involvement. It was noted that the air filter is replaced regularly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the air filter removal issue could not be determined. It is possible that cause of the lock ring's being out of position was that the lock ring was turned to the lock side when cleaning the air filter or removing the filter. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿open the front door of the device. Remove the old air filter by pushing the sleeves on the two connectors toward the device. With the flow indicator pointing upwards, attach a new air filter by fitting into the two connectors until they click (see figure 7.46). Enter the date on the replacement date indication sticker provided with the air filter using an indelible ink pen, and attach the sticker to the device where it will be easily visible (remove the previous replacement date indication sticker before attaching the new sticker). Make sure that the power switch of the device is on. Close the lid by pushing it until it clicks. Press the func sel button on the subcontrol panel to select ¿air purge¿. Press the func start button on the subcontrol panel. After the func start button is pressed, it takes about 40 seconds before actual air purge starts. When air purge has started, touch the air filter connectors to ensure that air is not leaking out. Also, ensure that the connectors do not produce a whistling sound, which would mean there is an air leak. Press the stop/reset button to end air purge. If an air leak is detected, reinstall the air filter as described in section 3.10, ¿installation of air filter (maj-823)¿ in the ¿instructions-installation manual¿. Close the front door.¿ olympus will continue to monitor field performance for this device.